Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 166 mg/dl. The motor error alarm occurred during a basal. The insulin pump was not exposed to a strong magnetic field or an MRI. During troubleshooting the patient was able to rewind the unit. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. The device passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. The motor passed the motor test. The device had minor scratched display window and cracked display window corner.